Event description:
The atrial septal defect (asd) was sized with a sizing balloon and a 16mm amplatzer septal occluder was implanted without incident. About five (5) hours post-procedure the device embolized to the left ventricle outflow tract. There was no evidence of outflow tract obstruction. The patient was sent to surgery for removal of the device and closure of the asd. The patient made a full recovery after surgical closure.

Manufacturer narrative:
The amplatzer septal occluder was received at aga medical in its original configuration. The device was decontaminated, measured, and confirmed to meet dimensional specifications. The device was examined microscopically and no defects were observed. During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment. A review of manufacturing documentation confirmed this device successfully completed these tests. Imaging of the implant procedure is currently being reviewed by aga's medical consultant. Upon completion of this reivew a supplemental report will be filed.

Manufacturer narrative:
Review of the medical records and imaging by aga's medical consultant resulted in the following findings: a female patient was found to have a large asd and underwent closure of the asd with tee guidance. A 16mm amplatzer septal occluder (aso) was implanted; however the device embolized the day of the procedure. The implant echo showed a large asd; in the 4-chamber view the defect measured 16.9mm. The bi-caval view revealed a nice svc rim and a thin but adequate ivc rim. In the short axis view the defect measured 19mm. With balloon sizing to stop-flow, the defect was measured to 20mm but was as large as 22mm. The device was deployed and, according to the images reviewed, looked unstable. In the short axis view the edge of the left atrial disc barely hung on to the aorta. There was a significant shunt through the wire mesh of the left atrial disc which is normally seen through the wire mesh of both discs. This indicated that the right atrial disc was too small for the defect. Based on the images provided, the device embolized due to the under-sizing of the device when compared to the stop-flow diameter of the defect. The rims were noted to be adequate. According to aga's medical consultant, the ideal device size would have been a 20-22mm aso. Device embolization to the left atrium almost always indicates either an undersized device or improper placement.